Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received

Event description:
A customer reported that the 60-6085-202a, vcare 200a ¿ large device was being used during a robotic hysterectomy procedure on 05apr24, and ¿broke off inside of patient all parts accounted for¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-202a in opened original packaging. Lot number was verified. Performed a visual inspection, the device was returned disassembled. The balloon, cervical cup, and blue vaginal cone were detached from the device. There is evidence of adhesion at the distal end of the device where the balloon was connected. The root cause cannot be determined, however, based upon evaluation, and photos the likely cause of this event was use excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows 2 devices for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A customer reported that the 60-6085-202a, vcare 200a ¿ large device was being used during a robotic hysterectomy procedure on (B)(6) 2024, and "broke off inside of patient all parts accounted for". There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.